Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the mrx passed op check but then froze up (lock up/ hang). There was no patient involvement.

Manufacturer narrative:
(B)(4).